Event description:
A malfunction was reported on a pump, with no notable events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reappears.